Manufacturer narrative:
A sample device was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a lens haptic broken was noted. Additional information was received stating surgery was incomplete on that day. Another iol was implanted in the next day. The customer found the lens haptic broken (inside the lens case) after the phaco step and no patient contact. There was no patient impact reported.

Manufacturer narrative:
The lens was returned in the lens case inside the opened carton. Solution was dried on the lens. One haptic is broken in the gusset area and adhered to the optic by solution. The optic is pressed against and between two posts in the lens case. The product investigation could not identify a root cause for the reported complaint. The reported haptic damage was observed. The observed lens damage is similar in appearance to handling related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. The manufacturer internal reference number is: (B)(4).